Event description:
Additional information: it was reported the patient was also ¿stiff.¿

Event description:
It was reported patient experienced acute pain. The patient had magnetic resonance imaging (MRI) on (B)(6) 2012 at 8 am to evaluate cause of increased pain. The pump was interrogated post MRI at around 10:20-10:30 and 'did not notice a motor stall message upon telemetry completion.' It was reported the patient experienced excruciating pain that was described as a 'burning sensation which was different then her normal back pain.' It had also been reported that the patient had steroid injections in their spine the week prior to the report date and their pain level had been increased since then. A pump refill was performed on (B)(6) 2012 with no issues and no drug changes. The drug being used in the pump was unknown. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l51796, implanted: (B)(6) 1998, product type catheter. (B)(4).